Manufacturer narrative:
User reported issue was confirmed. Device was found to have a speaker issue. The device was repaired and retested to meet all the specifications on 12/12/2014. (B)(4).

Event description:
The user reported the device had a speaker issue. No patient was involved in this case.